Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd discardit¿ ii syringes leaked spinal anesthesia past the plunger during use. The following information was provided by the initial reporter, translated from french: "we have received a report of a leaking plunger on a 5ml syringe, part number 309050, which was used to inject product during an emergency rachi anaesthesia (=spinal anesthesia). This made it impossible to inject the correct amount of product. This problem occurs very frequently."

Event description:
It was reported that an unspecified number of bd discardit¿ ii syringes leaked spinal anesthesia past the plunger during use. The following information was provided by the initial reporter, translated from french: "we have received a report of a leaking plunger on a 5ml syringe, part number 309050, which was used to inject product during an emergency rachi anaesthesia (=spinal anesthesia). This made it impossible to inject the correct amount of product. This problem occurs very frequently."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309050 and lot number 2205306. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation, however, the retained samples did not display any signs of leakage. Although we were unable to confirm the reported issue through our investigation, it is possible that the incident resulted from damage to the plunger. This type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.